Event description:
The patient was implanted with a left ventricular assist device. Approximately 9 months post-implant, the patient had been admitted to the hospital with heart failure symptoms and hemolysis. Thrombosis was suspected since the aortic valve opened with every beat, even when the pump speed was increased the maximum. The patent's symptoms completely resolved after administration of integrilin and an increase of basal anticoagulation and was discharged home. Approximately 2 months later, the patient was re-admitted due to hemolysis and heart failure symptoms. A transesophageal echocardiogram (tee) showed thrombi in the inflow conduit and a decision was subsequently made to exchange the pump.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacture's investigation is completed.